Manufacturer narrative:
A review of the device history records and sterility records could not be reviewed because the finished good lot was not provided at this time. No samples or photographs were provided for review or testing. The lot number is not known at this time therefore testing of retained samples could not be performed. If sterile samples or photographs become available at a later time, the devices and/or photos will be reviewed and/or tested and the results will be included in the file. A revised response letter will be provided to the customer and a follow-up report will be submitted. Without receiving samples from the same finished good lot for review or testing or receiving pertinent details regarding patient specifics information and the procedures performed, the surgeon¿s technique, or post-operative events that may have occurred and/or contributed to the events, a definitive root cause cannot be determined at this time. The information comes from an article written by a medical professional on studies performed on multiple patients following the use of stratafix barbed devices; possible root causes for the reported events of endometritis, abdominopelvic abscess, ovarian vein thrombosis, wound infection, fever, and fever due to other etiologies cannot be confirmed with certainty. Possible root causes for the reported events could be attributed to the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise, heavy lifting, recurrent vomiting, coughing or an improper diet that leads to constipation.

Event description:
The following study was forwarded to us from our distributor. As per ethicon medical professional ((B)(6)): the events of endometritis, abdominopelvic abscess, ovarian vein thrombosis, wound infection, fever, and fever due to other etiologies were captured as the events that can be associated with the ethicon devices (stratafix polydioxanone bidirectional barbed suture and vicryl) which were used during cesarean section procedures. As such, the following events cannot be completely ruled out as a consequence of the ethicon devices as per ethicon medical professional ((B)(6)): patient info: stratafix polydioxanone bidirectional barbed suture (barbed suture group): endometritis (n-8) abdominopelvic abscess (n-5) ovarian vein thrombosis (n-2) wound infection (n-27) fever (n-25) fever due to other etiologies (n-2) vicryl (non-barbed suture group): endometritis (n-4) abdominopelvic abscess (n-5) ovarian vein thrombosis (n-1) wound infection (n-50) fever (n-24) fever due to other etiologies (n-1) treatment: treatment for the events were not reported.